Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 67 months ago. Aneurysm morphology from the time of implant is unknown. It was reported that the native proximal aortic neck measured 23.5-24mm in diameter. The aortic neck was severely angulated over 60 degrees. It was reported that the patient presented emergently with back pain to the ER. The current vessel morphology was reported as there is disease progression with no aortic neck dilatation. The CT revealed that the stent graft has migrated 1 cm distally below the renal arteries with a proximal type I endoleak, a distal type I endoleak and ruptured aneurysm. The iliac limb was barely in the iliac artery (5 mm) which caused the type 1 endoleak in the left common iliac artery. The patient was stable prior to surgery but became unstable and coded on the or table prior to start of procedure. The patient received chest compressions while the physician positioned a reliant balloon in the thoracic aorta and stabilized after an endurant proximal aortic cuff was implanted to resolve the proximal type I endoleak. An endurant iliac limb extension was implanted to resolve the distal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration, endoleak, rupture), patient's condition affected effectiveness of device (disease progression, aortic neck angulation), device failure/lack of effectiveness related to patient condition (disease progression, aortic neck angulation).